Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "patient with broken implant". Later healthcare professional reported "no event". This record is for the left side. Later upon review healthcare professional reported "device ruptured sn is for left side". Device was explanted and replaced with non-abbvie.